Manufacturer narrative:
Software error alarm was present in the pump trace download due to software error (B)(4). Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failure (variable 3) alarmed during selftest due to cracked solder joint at u1 pin 4 on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failure.

Event description:
The customer reported via phone call that their device has given them alarm insulin hardware low level failure and software error. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions no further details or information available. The device will be returned for analysis.